Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
The patient had subsided t3 stem from 2002. The surgeon revised the patient's right hip. Restoration modular was used.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding subsidence of a restoration t3 stem construct was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The patient had subsided t3 stem from 2002. The surgeon revised the patient's right hip. Restoration modular was used.